Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during dwell two of four of peritoneal dialysis therapy. The patient was connected at the time of the alarm. There was nothing found during troubleshooting that could have caused or contributed to the reported event. The technical services representative assisted the caregiver in ending therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.